Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable, clamp tubing and no disposable, pump won't run. Per reporter, the no disposable alarm continued, the cassette was removed, tubing was massaged and taped on hard surface, but the alarm persisted. The troubleshooting was repeated but the no disposable alarm persisted. The medication was infused at rate of 2 ml per hour. The remaining volume was 10 ml and given volume was 82 ml. The event occurred during infusion at the patient's home. No adverse event was reported.

Manufacturer narrative:
The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.